Event description:
Customer reported "tubing came apart at bottom where screws to luer lock of IV site." Rn infusing normal saline during gi endoscopy procedure, had recently pushed demerol and versed, started to disconnect and found blood coming out of patient's IV where tubing connects to IV site. No patient or staff harm reported and no medical intervention was required. Customer states that no further patient/event information is available.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.